Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. It was reported that the 3.50x19 mm graftmaster was used to treat a pseudoaneurysm in the saphenous vein graft. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use, (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. Additionally, the IFU states: do not exceed the rated burst pressure (rbp) as indicated on the product label. Monitor balloon pressures during inflation. Use of pressures higher than specified on the product label may result in a ruptured balloon with possible intimal damage and dissection.

Event description:
Subsequent to the initial filed medwatch report, the following additional information was received from the site: there was no aneurysmal rupture; only a pseudoaneurysm with no rupture. While both graftmaster stents remained patent, distal flow was intentionally occluded in order to embolize the saphenous vein graft to prevent further pseudoaneurysm expansion since the pseudoaneurysm was unable to be sealed. No additional information was provided. Based on the new information stating there was no aneurysmal rupture, the event would not have been reportable; however, since the initial MDR has already been filed, the event must remain reportable.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). Case description continued: the patient was intubated and cardiopulmonary resuscitation (CPR) was performed for one hour and 15 minutes when the family decided to stop CPR; the patient expired due to cardiac arrest, secondary to ischemic cardiomyopathy. Reportedly, cardiac arrest was likely related to the low ejection fraction +/- 20%, aggravated by loss of the bypass graft flow to the native coronary artery (due to the aneurysm) . No device issues occurred with either graftmaster device. In the opinion of the physician, the graftmaster devices did not cause or contribute to any clinically significant delay, adverse sequelae, or patient death. No additional information was provided. (B)(4). The stent remains implanted in the patient. Investigation has not yet been completed. A follow up report will be submitted with all relevant information. The other rx graftmaster devices referenced are being filed under a separate manufacturing report number.

Event description:
It was reported that in 2015, the patient was diagnosed with a pseudoaneurysm in the saphenous vein graft (svg) to diagonal coronary artery. Repeat coronary angiography on (B)(6) 2016 revealed the aneurysm hole (rupture) had tripled in size and the patient was diagnosed with severe cardiomyopathy stage IV. On (B)(6) 2016 a 3.5x19 rx graftmaster was implanted to treat the aneurysm, but leakage in the aneurysmal area continued, despite post-dilatation with an unspecified 3mm balloon. A 4.0x19 rx graftmaster covered stent was implanted to sandwich the 1st covered stent, but the pseudoaneurysm hole was unable to be completely covered distally (by either stent) due to the inaccessible remote location of the aneurysm, due to poor visibility of the aneurysmal site, and due to mismatch of diameter size between the bypass graft and the native vessel; thus, leakage continued. Post-dilatation was performed at high pressures using an unspecified 5mm balloon. A 3rd rx graftmaster stent (2.8x16) was advanced but was unable to be advanced distal enough to treat the remaining aneurysm, also due to the remote aneurysm location. As the patient was hemodynamically stable and angiogram showed no further aneurysmal flow distally, and the procedure was tolerated well, it was decided to "watch and wait" with plans to bring the patient back in a few days to recheck the stent grafts. After the procedure, the patient denied any chest pain, shortness of breath, or palpitation. Within a few hours, the patient experienced cardiac arrest.